Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the white bit of an unknown 5f mynxgrip vascular closure device (vcd) pulled everything out when the device was pulled back on initial deployment. Hemostasis was achieved by manual compression. There was no reported patient injury. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer is mynx certified. Long time user for more than four years. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock opened, and an unknown procedural sheath was on the catheter shaft. It was noted that the sealant was exposed to moisture and stuck/adhered to the device components as received. In addition, the balloon was noted fully deflated. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Visual inspection at high magnification showed that the slit was present in the outer cartridge and the sealant was exposed to moisture and stuck/adhered to the device components as received. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿sealant-sealant stuck to device components¿ was confirmed through analysis of the returned device due to the adhered sealant found on the catheter. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review, it is difficult to determine what factors may have contributed to the sealant becoming stuck to the advancer tube after sealant deployment, especially since there were no damages or other anomalies noted to the device. However, it is possible that the issue experienced could have been due to the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the product analysis, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white bit of an unknown 5f mynxgrip vascular closure device (vcd) pulled everything out when the device was pulled back on initial deployment. Hemostasis was achieved by manual compression. There was no reported patient injury. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer is mynx certified. Long time user for more than four years. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.